Event description:
It was reported that the patient presented in clinic for generator upgrade. During interrogation prior to procedure, the right atrial (ra) lead exhibited mode switch due to noise over-sensing. The ra lead was explanted and replaced. Patient was discharged and there were no patient consequences.